Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issue was caused by printed circuit board failure. However, the definitive root cause of the printed circuit board issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the issue was confirmed. Additional findings include the following: cracking of rear panel screw hole and scratches on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The high-definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, after 20 minutes of aging, the power will turn off. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.